Event description:
It was reported that the competitor could not interrogate the device with the programmer. The caller was not able to get consistent with signal for interrogation. Technical support (ts) suggested that the caller manually load the software and the caller was able to successfully interrogate the device. The programmer remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).